Event description:
It was reported the lead was capped and replaced due to a fracture. The device was returned to the manufacturer for disposal. It was analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead was capped and replaced, due to a fracture. The device was returned to the manufacturer for disposal. It was analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Additional information provided also indicated the lead was exhibiting undefined impedance prior to explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output, while functional testing revealed anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output, while functional testing revealed anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires.